Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 29 cm and the exposed superior vena cava defibrillation coil was fractured at 40 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was explanted prophylactically, returned to the manufacturer, and subsequently tested out of specification. No patient complications have been reported as a result of this event.